Event description:
The manufacturer became aware of an allegation due to a user of bipap auto biflex. Daughter called in stating patient passed away and does not need the replacement device. There was no report of medical intervention. No additional information can be requested at this time. The device has been returned from the third-party service center. Evaluation shows the unit is functional. There are no visible foam particles and has contamination finding which is dust. The device was routed to scrap. Reportable since device issue/event has or may have caused or contributed to a death. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.